Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging meter reverting to setup mode. The reporter alleged meter reset goes to date and time setup when putting strip in; has used another vial of the same lot and has the same problem. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.